Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed. Furter evaluation found that speaker had sustained damage attributed to the device experiencing a drop or significant impact.

Event description:
A customer reported their AED's volume is very low. The customer did not report this occurring during patient use.